Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that something is loose internally within the unit, and the side port is also loose. The reported event was discovered before any patient use and therefore had no patient interaction.

Manufacturer narrative:
D4: primary UDI number; corrected. H3 and h6. Evaluation codes: updated. Visual and functional testing confirmed the complaint. Could hear something rattling inside the device. The cause was the manometer luer connector was loose. Used a torque driver to tighten the patient circuit and replaced the manometer luer connector. At the customer¿s request the device was returned unrepaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.